Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 29aug2019 to the present date 09jan2021 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs.

Event description:
The customer reported the device won't turn on / off. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device won't turn on / off. No patient involvement.